Event description:
The information was received from a maude foi report. Patient initially reported to the heart transplant treatment center with a driveline fault alarm condition some time in (date not provided) and was told to switch to his backup controller by hospital personnel. Upon arrival to the clinic, being connected to the power module and browsing the patient's controller history, circulatory support confirmed the alarm condition on the now back up controller. Circulatory support also noticed that the patient had outdated controller software for both his primary and back up. In this regard, both controllers were immediately swapped out for controllers with updated software and the patient went home albeit a bit distraught about the problems he was having with the equipment so soon after being discharged. On (date not specified) the patient had to switch to his back up controller again, this time because on his other primary controller, he had a damaged screen. The patient came to clinic once more and had his controller exchanged for a new one. Diagnosis or reason for use: lvad needs controller to operate and facilitate power to pump. Event abated after use stopped or dose reduced: yes.

Manufacturer narrative:
Although the maude report indicated that the pocket controller was returned to the manufacturer on (B)(6) 2014; no serial number was provided and a correlation between this event and any received products could not be established. The attached user facility medwatch report was received via cdrh. The user facility number was not provided. The maude identifier is (B)(4). The report was filed anonymously. This event is being conservatively reported as there was no opportunity to obtain additional information. There were no reported issues with the backup controller. A specific cause for the reported driveline fault alarm could not be conclusively determined as the device was not received for evaluation. The serial number was not provided; a device history record review could not be performed. The manufacturer is closing its file on this event.